Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the sample was not returned for evaluation. Six electronic photos were provided for review. The photo shows the closer view of skin of the patient and a small hole was noted which appears to be the insertion site of the catheter. Skin redness were noted and a bit of surgical dressing was noted to be adhered on the skin. Therefore, the investigation is inconclusive for the reported expulsion issue as the reported event cannot be confirmed from the provided photos. Furthermore, the clinical conditions alleged in the complaint cannot be confirmed. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that approximately ten months post a port placement, the port allegedly eroded through the skin. Reportedly, antibiotics were provided and the port was removed. The current status of the patient is unknown.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.

Event description:
It was reported that approximately ten months post a port placement, the port allegedly eroded through the skin. Reportedly, the port was removed. The current status of the patient was unknown.